Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer stuck and failed to close. As per part investigation, it was determined that there were physical damaged resistor r501 on the pcba dwr cntlr, thermal damaged pin from connector j200 on the pcba fh cubie pmc and broken assy retractor dwr hh cubie. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number (B)(6), covering the manufacturing period beginning on 12-oct-2020, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer-reported issue. The report condition of drawer got stuck was confirmed during fse testing and subsequently confirmed during the dchu testing and inspection process. According to work order # (B)(4), the fse reported that drawer 6 was not closing. Problem was the rail that had been destroyed and not letting drawer close. The fse removed drawer and replaced left side rail. Rail also broke retractor band, connector on cubie controller board and saw damage on module board as well. The fse replaced 4 parts on drawer, loaded drawer and configured. The report was closed. During dchu visual inspection: pn 151622-01 5312204431: the pcba dwr cntlr v1.10/v1 was received with a damaged resistor r501. Pn 151903-01 5342225212: the pcba fh cubie pmc was received with a thermal damaged connector j200. Pn 353844-01: the assy retractor dwr hh cubie was received with a broken plastic hinge. During dchu testing: pn 151622-01 5312204431: the testing from dchu was not required due to the physical damaged resistor r501. Pn 151903-01 5342225212: the testing form dchu was not required due to the thermal damaged pin form connector j200 observed during the visual inspection. Pn 353844-01: the testing from dchu was not required due to the broken plastic hinge observed during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint was identified as: a physical damaged resistor r501 on the pcba dwr cntlr v1.10/v1 which led to circuit instability and ultimately compromised the drawer's functionality. A thermal damaged pin from connector j200 on the pcba fh cubie pmc due to contact with the chassis, which led to the drawer's failure. A broken assy retractor dwr hh cubie due to a broken rail, which caused a communication issue with the drawer.